Event description:
An umbilical artery catheter (uac) was placed by a physician. X-ray results were obtained for placement information. The physician ordered that the nurse pull back the uac. A catheter fracture occurred at this time.